Event description:
It was reported that during implant procedure patient's implantable cardioverter defibrillator (ICD) setscrew of left ventricular port was not able to be tightened. High pacing impedance was also noted. The device was not installed and the procedure was completed using an alternate device on(B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, visual inspection of the header revealed the header was partially opaque.